Event description:
The customer reported during a patient infusion of dopamine the clearlink luer activated valve did not allow the medication to infuse resulting in a drop in the blood pressure level. The clearlink valves are reportedly being used as "caps". The clearlink luer was used on a central line with a catheter extension set. The dopamine (dose and rate unknown) was running through a primary line on a colleague pump. The pump alarmed occlusion and the nurse attempted to flush the luer with no success. A new luer was connected flowed appropriately. The patient's systolic blood pressure level dropped into the 60s during the event, but normalized once the medication began to infuse. The patient is in good condition.

Manufacturer narrative:
(B)(4).

Event description:
The patient' blood pressure dropped to 72 with a mean arterial presssure (map) of 48. The dopamine was being titrated. The medication was started on (B)(6) 2010 and discontinued on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was completed.

Manufacturer narrative:
(B)(4). No sample was received for evaluation and no lot number was provided; therefore a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause could not be identified upon completion of baxter's investigation.